Event description:
Report received from (B)(6) requesting service. During service it was observed that the device was experiencing heat. It was reported that the device was not used in surgery and there was no patient or user injury. No additional information is available.

Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of heat was confirmed. During service the device failed temperature testing. If additional information becomes available a supplemental report will be submitted. (B)(4).